Manufacturer narrative:
The report states: litigation alleges after the implant of devices, bilateral patient experienced severe pain and discomfort, and, based on information and belief, exhibited the symptoms of a loose implant and suffered a loss of muscle mass. Doi: unknown - dor: unknown (bilateral hips). Patient is a resident of (B)(6). Update (B)(6) 2011 - the revision was reported by the sales representative. The patient was revised to address elevated metal ion levels. Additionally, it was noted that the patient is bilateral. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Patient fact sheet (pfs) form was received which identified the patients date of birth, part/lot information and date of implant of the left hip. It was reported that the left hip has not yet been revised. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
**Update**(B)(4) 2013 - sales rep reported revision. There was no new information that would affect the outcome of the investigation.

Event description:
Litigation alleges after the implant of devices, pt experienced severe pain and discomfort, and based on info and belief, exhibited the symptoms of a loose implant and suffered a loss of muscle mass.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.